Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: during investigation, the original complaint of unresponsive keys was unable to be confirmed. The keypad was removed and there was no damage to the button contacts found. The pump was removed and there was no damage to the keypad connector or keypad flex cable. The keypad connector was latched and secured when evaluated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.